Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer was hospitalized for diabetic ketoacidosis about a year ago. The customer declined assistance from helpline.